Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for chronic low back pain. It was reported that patient does not use the device anymore and that it is not doing any good. Patient stated it never really was helpful, that it was positional and had sort of always been that way. Patient states she would have to be lying down and turn in certain position for it to work. Patient stated it was not that it was a defective device, but that it was just not a great result for her. Patient mentioned she sees the health care professional (hcp) medication every 3 months to control pain. Patient inquired about explant consideration regarding MRI. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that several attempts were made to reprogram and the issue hadn't been resolved. No further complications are anticipated.